Event description:
The facility's biomedical engineer reported an infusion pump with an 812:00 failure code which occurred during biomed testing. Information was requested by baxter regarding whether or not the pump was in use on a patient when the failure occurred, specific patient information, whether or not there was a report of medicla intervention or patient injury, pump programming and set-up information, tubing product codea nd lot number in use and the medication involved if code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event.